Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the following: in approximately (B)(6) 2011, patient began suffering severe pain and swelling in the right hip radiating into the right lower extremity and right foot, making it difficult and painful for him to walk or perform any physical activity. Patient sought treatment form his orthopaedic surgeon for these problems. Through diagnostic films and blood tests, patient's physician concluded that his hip implant has failed. It is very likely that patient will have to have a revision surgery in the future.

Event description:
Update: (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain and elevated metal ion levels. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.